Manufacturer narrative:
One random opened/used sensor was inspected and continuity resistance test was performed and the sensor failed test. The needle anomaly could not be confirmed due to the customer not returning the needle and only the sensor.

Event description:
The customer reported via phone call that they had sensor reading discrepancies. The customer stated she inserted the sensor the night before and went to bed; at 3 am, she started getting threshold suspend alarms. The sensor was reading 70, but blood glucose value was 200 mg/dl. The customer tried to calibrate but received calibration error alerts and then a change sensor alert. Troubleshooting was declined. The customer removed the sensor, and when she looked at the site she saw the cannula was sticking up through the top. The sensor was returned for analysis.